Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer's blood glucose has been running 600 mg/dl and got it down to 559 mg/dl and bump on table and in the bed and today was over 600 mg/dl and had hard time pulling it off and the area was a nipple and disappeared and blood glucose been running over 600 mg/dl except for one day and tubing was tied in a knot and the pump did not recognize it. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. The insulin pump will not be returned for analysis.